Event description:
New information received notes that the patient presented in clinic with no issues noted on the implantable cardioverter defibrillator upon interrogation, but it still exhibited loss of bluetooth telemetry when pairing with a transmitter. No further intervention was performed.

Event description:
New information received notes that the patient presented in clinic multiple times with no issues noted on the implantable cardioverter defibrillator upon interrogation, but it was unable to pair mobile device via bluetooth telemetry. No further intervention was performed. No patient consequences were provided.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information received notes that the loss of bluetooth telemetry remained unresolved on the implantable cardioverter defibrillator. No further patient consequences was reported.

Manufacturer narrative:
The reported event of the inability to pair the device was confirmed. Based on the information provided, it was determined that the user was using a phone that is not compatible with the mobile application.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.